Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. Due to the customer disposing of the transmitter, troubleshooting with tandem technical support was unable to be performed. No additional patient or event information was available.